Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery (sfa). A 6.00mm / 2.0cm / 90cm otw peripheral cutting balloon was advanced for dilatation. During the initial inflation at 6 atmospheres for 15 seconds, the balloon ruptured in the tip part. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter first name: updated.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery (sfa). A 6.00mm / 2.0cm / 90cm otw peripheral cutting balloon was advanced for dilatation. During the initial inflation at 6 atmospheres for 15 seconds, the balloon ruptured in the tip part. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter first name: updated. A pcb device was returned for analysis. A visual examination identified that the balloon was subjected to positive pressure and a pinhole in the balloon material was found, confirming a balloon leak. The shaft of the device was found to be severely stretched and kinked. A leak test identified a shaft leak at the site of the damage. The balloon could not be inflated due to the shaft leak. An examination of the tip, markerbands and blades found no issues. No other issues were identified during analysis.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery (sfa). A 6.00mm / 2.0cm / 90cm otw peripheral cutting balloon was advanced for dilatation. During the initial inflation at 6 atmospheres for 15 seconds, the balloon ruptured in the tip part. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event.